Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Insulin pump passed the operating currents, self test and displacement test. No charge/battery lasts less than expected anomaly noted, however unable to verify no delivery alarm due to loose drive support disk during rewind.

Event description:
Customer reported via phone call that insulin pump had diminished battery life, unexplained no delivery and insulin pump rewinds slower than when new. Customer¿s current blood glucose was unknown. Insulin pump will be returned for analysis.